Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red blistering rash under the lifevest. The patient reported that the irritation was a yeast infection. The patient's physician told the patient to remove the lifevest and gave the patient a prescription cream to use. The patient's medical outcome is unknown.